Event description:
Patient received a cordis bare metal stent in the left circumflex (lcx). Patient later returned with chest pain. Patient had acute inferolateral mi. Angio showed occlusion within the stent in the lcx. During re-ptca, patient had pulmonary edema and decrease in blood pressure. After procedure, patient's hemoglobin was down and required blood transfusion.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is distributed outside the united states; however, it is similar to the united states product.